Event description:
An opthalmic surgeon reported that the valued trocar cannula did not work properly when used during a vitreoretinal surgery. The issue was resolved by replacing the product with another. There was no report of harm to the patient. Additional information has been requested.

Manufacturer narrative:
A product sample was requested, but has not yet been received by the manufacturer site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary reportable information becomes available. (B)(4).